Manufacturer narrative:
Updated fields - b4, d9,g3, g4, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) confirmed that the unit started alarming shortly after boot up. But no codes or error messages were observed in the display. Log files showed multiple 106 fault codes. Indicating that the fault was with the executive opening the unit up fse did not observe anything obvious when opened the iabp. Started checking connections. The ribbon cable between the epb and the front end board felt loose. Re seated the connection and retested. Unit ran without any alarms or fault codes observed. Fse performed all functional tests and validated the calibration. Fse returned unit to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced power failure during use on patient. The console had shut off unexpectedly after initiating therapy. There was no injury or harm reported.